Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue that the device could not recognize a connection and would therefore but unable to deliver energy. The system boards for this device are currently unavailable and physio has not been able to resolve the reported issue without testing the device with a system board. The customer then declined repair. The cause could not be determined.

Event description:
Physio-control received a report from the customer that when using this device during training and attempting to perform a test shock the device would state "connect electrodes" and no shock could be delivered. There was no report of patient use associated to the reported event.